Manufacturer narrative:
Batch review performed on 11 may 2021: lot 183799: (B)(4) items manufactured and released on 02-may-2019. Expiration date: 2024-04-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0116 humeral reverse hc liner ø32/+0mm (k170452) lot. 179975. Batch review performed on 11 may 2021: lot 179975: (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 2023-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere 3 days after primary surgery. The cause of the dislocation is unknown. The surgeon revised the liner implanting a different size and the surgery was completed successfully.